Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that the pump did not sound an audible alarm tone during an alarm condition. The device was returned to the biomedical department from the labor and delivery department with a report of "10/000/000, no alarm and inoperable." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. During testing at the user facility, the device did not sound an audible alarm tone during an alarm condition. There were no reports of any adverse pt events and no reported delay of critical therapies when the device was in clinical use. Though requested, no add'l info was provided.